Event description:
Breakage of chs plate.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the information provided. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.